Event description:
Caller states patient tested 8.0 inr on the coaguchek xs system while a comparison lab returned as 4.05 inr. Caller states she has been leaving the test strips in her car when it has been very hot. Based on the device result the patient was sent to the emergency room but did not receive medical treatment. Based on the lab value the patient's coumadin, lovenox, and plavix were held. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.